Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam, activation failure and break were able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is likely that interaction with the moderately calcified anatomy in conjunction with use of the undersized 0.018¿ guide wire resulted in the noted device damages (multiple stent sheath kinks, inner member kink) preventing the shaft lumens from moving freely resulting in the reported/noted mechanical jam and the reported/noted activation failure. Interaction/manipulation of the compromised device during withdrawal resulted in the reported stent break/noted stent bent, stretched, broken struts and the noted outer member-stent sheath bond area partial separation. There is no indication of a product quality issue with respect to design, manufacture or labeling. H6 medical device problem code: 2017 - failure to follow steps / instructions.

Event description:
It was reported that the procedure performed was to treat a moderately calcified, superficial femoral artery. The 6.0x60mm absolute pro vascular self-expanding stent (ses) over a 0.018" guidewire, completely failed to deploy as the thumbwheel could not turn. The absolute pro vascular ses was withdrawn and the stent was noted to have broken stent struts. An unspecified device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.